Event description:
It was observed that during the device evaluation, the subject device had vertical line noise throughout the image, water tightness leakage (main body adhesive filling section) and corrosion of the camera cable. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the occurrence could not be identified with the information available from this complaint and the investigation results. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.